Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6278801; medical device expiration date: 11/30/2021; device manufacture date: 10/04/2016; medical device lot #: 6064567; medical device expiration date: 04/30/2021; device manufacture date: 03/04/2016. Results: customer sample and photos were submitted and analyzed. In review of the sample and photos, it was noted that the sample exhibited broken/crushed needle covers, which caused the teardrop label to be unable to form a seal along the rim of the needle cover. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6278801 and 6064567. All inspections were in compliance with requirements. Conclusion: conclusion: this defect is known to occur at station #35, where a wheel is utilized to "seat" the needle covers into a nesting platform. If the covers are at any angularity when they reach this wheel, damage, such as that seen in the attached photographs, may occur. The damaged covers would still seat in the nesting platform and go undetected and complete final assembly. A sensor has been installed at this station to detect that covers are aligned properly prior to going through the wheel assembly to seat them in the nesting platform. (B)(4).

Event description:
It was reported that the packaging for 23g etw x 7mm pen needle us was open resulting in sterility breach. No injury or medical intervention.